Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5,d1, d4, g1,h6,h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system stopped unexpectedly and required multiple reboots. A technical support specialist found that the issue was due to random application crash. Installed the 1.6.1 hotfix and repaired the application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was frozen when an anesthetist attempted to remove the medications, causing patient care issues. Customer confirmed that multiple reboots required to restore the functionality of station and no other information was released regarding this event. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system was frozen when an anesthetist attempted to remove the medications, causing patient care issues. Customer confirmed that multiple reboots required to restore the functionality of station and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined as a known issue with the installer that deletes an important dynamic link library files from the installation folder, causing random application crashes. A technical support specialist installed the 1.6.1 hotfix and repaired the application to resolve. The system functioned as intended.